Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the customer submitted images regarding wire fraying in the packaging of a .035 x 260 cm j tip 26 emerald guidewire where multiple areas of protruding filaments are seen. Additionally, irregular spacing between coil turns is present. It cannot be conclusively determined from the images whether the guidewire was still sealed within an unopened package at the time the condition was observed. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, the customer submitted images regarding wire fraying in the packaging of a .035 x 260 cm j tip 26 emerald guidewire where multiple areas of protruding filaments are seen. Additionally, irregular spacing between coil turns is present. It cannot be conclusively determined from the images whether the guidewire was still sealed within an unopened package at the time the condition was observed. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for evaluation as anticipated. Two photos were attached to (B)(4) showing the pouch packaging of the product and the distal end of a guidewire. The images revealed slight kinking at the distal end of the guidewire along with a reddish thread of undetermined origin. It could not be confirmed whether the packaging was sealed, and no additional anomalies or notable details were observed. A product history record (phr) review of lot 35272186 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿guidewire- unraveled/stretched¿ and ¿guidewire- exposed braidwire/corewire¿ were not seen during the evaluation. The images revealed a kink to the distal end of the device. Additionally, the malfunction ¿guidewire- foreign material¿ was seen during the image review. The root cause cannot be determined with the available information. The event details do not suggest the device was used outside of the instructions for use. However, the available information, photo analysis and phr did not present evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
A product history record (phr) review of lot 35272186 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was not returned for evaluation as anticipated.